Event description:
Report received from (B)(6) stating "service as needed." The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the device which was found to exhibit evidence of improper cleaning and immersion. The attachment was observed to have excessive detergent residue coating the bearings, which is indicative of an improper detergent-to-water ratio being used during cleaning. If additional information is received, a supplemental report will be sent. (B)(4).